Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had upload processing error. A technical support specialist (tss) followed the steps in knowledge article "medes retry - insert into tx.storageitemtransaction" and stopped the data synchronization service at the station and performed a full backup of the station database. Although historical errors dated (B)(6) 2025 were still visible on the server, no related notices or errors were observed on the station or in healthsight viewer (hsv). After confirmation with customer that the processing error was no longer present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device encountered a processing error. An ¿upload processing error¿ was reported and required correction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.